Event description:
It was reported to philips that the flexvision pc does not start up correctly and required multiple restarts to function. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular planned treatment was continued when the issue happened. The procedure got delayed and completed by moving the patient to another room. A field service engineer (fse) examined the system on-site and confirmed that flex vision does not start up correctly. After reviewing log file fse found malfunctioning grabber card inside the flex viewing-pc. Upon troubleshooting fse found error of the grabber card of the flex viewing. The frame grabber captures the video from the azurion system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.